Manufacturer narrative:
It was reported by the dentist that the implant placed at tooth location#20 failed to osseointegrate. The implant was removed due to pain, but the pain subsided after the removal of the implant. However, the patient is reported to be doing fine with no adverse events. No abnormalities were noted with the implant itself. Also, the DHR was reviewed and no discrepancies were noted in any of the processes involved in the manufacturing of the implant. The complaint part is yet to be returned for investigation. More results will be available upon completion of the investigation and evaluation of the returned part. However, failure to osseointegrate is a well documented and well known inherent risk of the implant procedure.

Event description:
It was reported that the implant placed at tooth location #20 failed to integrate. However, the patient is stated to be doing fine with no reported adverse events. The patient had type iii bone and implant placed in a previously grafted tissue. Granulated tissue was noted at the implant site without any infection. No abnormalities were observed with the implant during placement.

Event description:
It was reported that the hahn tapered implant failed. The bone grade is noted as grade iii. The patient also a history of hypertension. The patient presented on (B)(6) 2017 for implant placement on tooth #20. On (B)(6) 2017 the patient presented with pain. Upon examination, the provider notes that the implant failed to integrate into the socket. The provider also noted that there was general bone loss, a bone graft that was performed either simultaneously or on a previous site and granulation tissue around the implant without infection. The patient current status is listed as satisfactory.

Manufacturer narrative:
Correction: section b5: this section updated to address patient pain and granulation tissue. This event is now reportable as a serious injury. Section h1: this section updated to reflect that this event is reportable as a serious injury. Section h6: updated patient codes to include pain, bone loss and patient failure narrative: the returned part was verified to be hahn tapered implant using the radiographic template. No defect was observed on the surface of the implant. Device history record review: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Although the root cause for the complaint is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection